Event description:
During the surgical implantation of an anterior cervical plate, the adjustable drill stop on a drill slipped, causing the drill to penetrate deeper than intended. There was a dural tear. Surgeon completed the implantation of the device. There was no permanent damage to the pt.